Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display was frozen on the "bolus initiated" screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the prompt cleared and the touch screen resumed normal performance.